Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of bsc aware month and year was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a frequent generator error. The procedure was not completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Correction to field g1: manufacturing site. Based on all information available, the procedure was completed and there were no patient complications reported. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure as additional information received confirmed that the procedure was completed.

Event description:
It was reported that during preparation for a water vapor therapy procedure, there was a frequent generator error code 260. The procedure was completed. There were no patient complications reported.